Event description:
According to patient - pump turned off in the middle or beginning of an infusion of 23 hrs of IV antibiotic. Per pt, pump had at least 1/2 battery power available at time of bag charge and was running, when pt went to change to a new bag. Twenty three hrs later, the old bag was completely full, and pump was totally off and drained of battery power. Per pt, when he put new batteries in the pump alarmed, but now showed new full battery power. Patient stated, the pump never alarmed when it was low on battery power.